Event description:
A female patient with congenital abnormality was implanted with an acticon device (B)(6) 2003. On (B)(6) 2009, the cuff and pump were removed and replaced due to erosion and fluid loss. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
Additional catalog number: 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.